Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: 4470 competitor implantable pacing lead: (B)(6) 2004, 4538 competitor implantable pacing lead: (B)(6) 2004.

Event description:
It was reported that the patient is deceased and died approximately seven months post implant. A call was received requesting review of the patient's remote monitor transmission as the impedance was out of range. As all impedances trended up at the same time, it was suggested that the patient could be deceased. The patient's family member found the patient deceased at home. Additional information received noted that the remote monitor transmission also noted ventricular tachycardia treated with anti-tachycardia pacing. The cause of death has been requested and not received.

Event description:
It was reported that the patient is deceased and died approximately seven months post implant. A call was received requesting review of the patient's remote monitor transmission as the impedance was out of range. As all impedances trended up at the same time, it was suggested that the patient could be deceased. The patient's family member found the patient deceased at home. Additional information received noted that the remote monitor transmission also noted ventricular tachycardia treated with anti-tachycardia pacing. The cause of death has been requested and not received.

Manufacturer narrative:
Additional information received from the medical examiner reported the cause of death as atherosclerotic coronary heart disease.